Manufacturer narrative:
Concomitant: 5076-52 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and oversensing with short v-v intervals. The pace/sense portion of the lead was capped and replaced with a pacing lead. The rest of the lead remains in use. No patient complications have been reported as a result of this event.